Event description:
In 2004, augmented with saline mammary implants. In 2006, left capsular contraction. In 2007, non response to papaverine treatment - pt underwent open capsulectomy with implant removal. Implant intact with no apparent leaking or damage. Patient augmented with mentor saline implant 275cc and 25cc.